Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. Peritonitis was manifested by abdominal pain. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis event. Beginning on an unreported date in the same month as the onset, the patient was treated with vancomycin intraperitoneally daily for three weeks (dosage and specific dates of duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. On an unreported date in the same month as the onset and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available.